Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became fractured due to a combination of factors including manipulation during removal/repositioning, lead design, and patient anatomy. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead was fractured. Moreover, during the pre-operative lead examination, it was observed that the lead impedance both unipolar and bipolar vectors were high with lead noise. Furthermore, during the lead extraction, the tip of the lead was still embedded in the patient's right ventricle. The physician opted to surgically abandoned the lead and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was fractured. Moreover, during the pre-operative lead examination, it was observed that the lead impedance both unipolar and bipolar vectors were high with lead noise. Furthermore, during the lead extraction, the tip of the lead was still embedded in the patient's right ventricle. The physician opted to surgically abandoned the lead and a new lead was successfully implanted. No additional adverse patient effects were reported.